Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.

Event description:
It was reported that the patient's ipg became unable to communicate with external device. The next course of action has not been determined at this time.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
Additional information indicates that the ipg has reached "end of life" a manufacturer representative was able to confirm and deemed the ipg inoperable. Surgical intervention may be undertaken to address the issue.